Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed, and was cause not determined. The patient had stated "cassette sounded like it had an air leak", but this not the cause of check heater line alarm. A cause of air leak was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Upon following up with a patient for a separate issue, product surveillance discovered that the patient's wife stated that a cassette sounded like it had an air leak. The patient stated they did not see any air in the lines at all. The patient did not see any holes, or damage to the cassette. The patient stated he replaced the setup and everything worked fine after that. The patient was using spike supplies at the time. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.